Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to turn on. There is no report of death or serious injury.